Event description:
As reported, the patient had an initial right tka on (B)(6) 2020. The patient complained of pain and was revised on (B)(6) 2023 due to a loose femur and recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: (unknown which is left or right) (B)(6); 02-020-11-0230 - truliant ps cem fem ps cem left sz 3. (B)(6); 02-022-35-3012 - truliant tib imp ps insert sz 3 12mm. (B)(6); 02-022-35-3013 - truliant tib imp ps insert sz 3 13mm. (B)(6); 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6); 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6); 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6); 200-07-35 - advanced patella 35mm 3 peg implant. H7: z-0023-2022 for 5121615; 02-022-35-3012 - truliant tib imp ps insert sz 3 12mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."